Manufacturer narrative:
Blank display not found during testing. Device passed the self test, sleep current measurement, active current measurement and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer states the contacts on the battery cap neither missing nor damaged. Display did not restart after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.